Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that biohazard leakage occurred outside of instrument with a bd facsvia¿ flow cytometer. Customer was exposed, however, additional information regarding exposure was not reported. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: our facs via device can no longer be started. After the liquid had curdled out of the device during the first start attempts, we exchanged the filters and hoses. Now the device does not start up anymore. Both lights remain flashing, and the traffic light in the program remains yellow. Additionally, on 2020-11-06 the fse provided the following additional information: was the leak contained within the instrument? Liquid. Was the leak in a customer accessible location? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 03nov2019 to date 03nov2020. Complaint trend: there are 3 complaints related to the above problem date range from 03nov2019 to date 03nov2020. Manufacturing device history record (DHR) review: DHR part #656874 serial # (B)(6), file #656874-656874-ac65687410041-100733314-15, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage is unknown. The customer initially emailed about the leakage of biohazard from their via. After noticing the leakage, the customer attempted to fix the instrument by replacing the filters and hoses but the instrument had stopped working and failed to start up. According to internal notes, it is speculated that it was caused from a disconnected waste line or waste tank. Potential causes to this leakage have been listed in the risks section, including disconnected waste lines and spills from the waste bottle during startup. After the incident, the customer reported that they had swapped their via instrument and no longer required a technician visit. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in direct physical contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: 01671914 / 01721493, case # (B)(4). Install date: 18sep2015. Defective part number: work order notes: subject / reported: 656874 - bd facsvia flow cytometer - device cannot be started anymore. Problem description: customer's email: our facs via device can no longer be started. After liquid had curdled out of the device during the first start attempts, we exchanged the filters and hoses. Now the device does not start up anymore. Both lights remain flashing and the traffic light in the program remains yellow. Please help. Phone number (B)(6). Device number ac65687410041. With best regards. (B)(6). Blood bank innsbruck. Tirol clinics. Work performed: n/a. Cause: n/a. Solution: n/a. Internal notes: (B)(6) 2020-12-14 12: 26: 13z: further action, customer-po required 04.11.2020 kv shipped. Jthe 11/24/20, 10:17 am: m.knapp: according to j. Venhanewinkel, instrument ordering is responsible for the collection to belgium. Mkna is asking. Rscz: where remains open until the decision on whether to transfer to belgium (10.11.) (B)(6) 2020-11-04 09: 06: 56z: further action, customer-po required shes 11/04/2020 quote sent. (B)(6) 2020-11-03 11: 48: 33z: for dispatch, (B)(6) and informed + mn to ivan. Presumably the whole via is swapped - he talks to (B)(6). (B)(6) 2020-11-03 11: 44: 23z: further action, helpdesk-await customer response by the time the liquid can be seen on the outside, a lot has certainly already run over the circuit boards below the pump hoses. There is no error message, but it always seems to get stuck in the extended startup. (B)(6) 2020-11-03 11: 43: 23z: further action, helpdesk-await customer response on friday the pump hoses were exchanged by them and one of the hoses was probably not connected correctly - then waste leaked inside and they only noticed it when it came out of the device on the outside. (B)(6) 2020-11-03 11: 39: 17z: further action, helpdesk-await customer response (B)(6) called (B)(6) : ms. (B)(6): start the device, but both lights are flashing - in the software he writes that he is doing an extended startup, but then he seems to get stuck there. Returned sample evaluation: a return sample was not requested because there were no confirmed listed replaced parts. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: 2.1.8. Hazard event: exposure to bio-hazardous material during preventative maintenance. Cause of event: user forgets to install waste line (after emptying waste bottle) and spills sample waste fluid during startup. Harmful effects: exposure to bio hazardous material. Risk controls: pcyt-648 ¿ labeling biohazard. Pcyt-2908 ¿ labeling waste bottle biohazard. Pcyt-3385 ¿ biohazard fluid containment. Sy-3126 ¿ safety ¿ biohazard. User will apply the universal precaution - instructions for use guide - chapter on maintenance. Wear suitable ppe ¿ biological safety ¿ safety and limitations guide implementation verification: mpi 7100279 ¿ mpi, assy., case, c6. 23-14661-00 bd facsvia¿ safety and limitations. Drawing ¿ 659605- assy, 2000ml bottle facsvia waste 659608 assembly, level sensor manifold w/ male. 659605 assembly, 2000ml facsvia waste ¿659606 fluidics harness with shut off valves. See pcyt-648. 23-14662-00 bd facsvia¿ instructions for use. Effective verification: same as implementation verification. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. ID: 2.1.11. Hazard event: exposure to bio-hazardous material during instrument startup. Cause of event: waste bottle overflows. Harmful effects: exposure to bio hazardous material . Risk controls: sy-3126 ¿ safety ¿ biohazard. Pcyt-648 ¿ labeling biohazard. Pcyt-2908 ¿ labeling waste bottle biohazard . Cyfr-3264 ¿ stop fluidics if waste tank full at startup. Cyfr-699 ¿ startup and shutdown fluidics operations user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown ¿user instructed to empty waste bottle before starting the cytometer - instructions for use guide - chapter on startup and shutdown wear suitable ppe ¿ biological safety ¿ safety and limitations guide if properly shutdown then bio-hazardous material should not be present. User instructed to properly shutdown the cytometer after use, which runs bleach through the system - instructions for use guide - chapter on startup and shutdown implementation verification: see pcyt-648 . Mpi 7100279 ¿ mpi, assy., case, c6. 23-14661-00 bd facsvia¿ safety and limitations drawing ¿ 659605- assy, 2000ml bottle facsvia waste . Tp-152 . 23-14662-00 bd facsvia¿ instructions for use . Level sensor in waste bottle. Effective verification: design verification report ¿ pm053 cytometer, generation IV . Tp-152 fw fluidics startup and shutdown communications , sheath usage, and maintenance pass date: 26-aug-2014. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage was not found and the instrument was replaced before a conclusion could be made. Conclusion: based on the investigation results the root cause of the leakage was not found and the instrument was replaced before a conclusion could be made. The customer initially called regarding the leakage issue and subsequent failure to start up. The liquid seemed to have run over the circuit boards. Later it was confirmed that the whole instrument had been swapped with a new facsvia. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is severe, s4, though there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that biohazard leakage occurred outside of instrument with a bd facsvia¿ flow cytometer. Customer was exposed however, additional information regarding exposure was not reported. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: our facs via device can no longer be started. After the liquid had curdled out of the device during the first start attempts, we exchanged the filters and hoses. Now the device does not start up anymore. Both lights remain flashing and the traffic light in the program remains yellow. Additionally, on 2020-11-06 the fse provided the following additional information: 1. Was the leak contained within the instrument? Liquid. 2. Was the leak in a customer accessible location? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak -- waste line or non-waste line? After waste line. 6. Was the customer exposed to blood or bodily fluids? Yes. 7. Was there any physical harm to the customer as a result of the leak?no.